Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty advancing the knot using the gated suture trimmer could not be replicated in a testing environment based on the returned device condition. The reported failure to cut the suture could not be confirmed as the returned suture was successfully cut. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulty advancing the knot and failure to cut the suture using the gated suture trimmer could not be determined. The reported patient effect of tissue damage is a known inherent risk of the procedure. The subsequent treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Event description:
Subsequent to the initially filed report, the following information was received: tissue was found on the suture trimmer as well. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, the knot was difficult to advance with the trimmer. It felt stuck; however, was advanced. It was difficult to cut the suture with the trimmer. A blade was used to remove the suture; tissue was found on the suture. Manual arterial compression was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.